Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the poly tip on the threaded end was not returned. The returned device has impact marks on the strike plate and the handle. Part and lot numbers verified to match the complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary reverse total shoulder arthroplasty, the surgeon placed the glenosphere into the baseplate using a two prong inserter. After placement, the surgeon followed up with a secondary metal impactor. When he struck the end of the impactor with a mallet onto the glenosphere, the tip of the impactor fractured into pieces. The pieces were collected out of the patient, glenosphere check with nerve hook and confirmed secure, procedure continued on. Attempts have been made and additional information on the reported event is unavailable at this time.